Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, burr detachment occurred. In (B)(6) 2008 - the patient had a 2.5 x 12mm taxus express 2 stent implanted in the distal of proximal lcx. Vascular access was obtained through the right femoral artery. The 75% stenosed, concentric target lesion was approximately 5mm in length and located in the moderately tortuous, severely calcified proximal left circumflex (lcx) artery. The physician advanced a 1.50mm rotalink burr to the lcx over a rotawire guidewire. Atherectomy was performed, for approximately 3 seconds at rotational speed of 200,000 rpms. The burr was advanced further than the intended location and the burr got stuck with the proximal edge of the previously implanted stent. The burr was rotated twice and detached. A guide wire and balloon catheter were advanced alongside the burr, balloon inflation was performed. The detached burr was captured with a snare and removed from the patient. The physician then dilated the lesion with balloon angioplasty and tried to advance a non-bsc stent, but was unable to cross the intended lesion. The procedure was considered complete. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination found the guidewire was returned inserted in the plus unit. The burr of the catheter unit was detached and was stuck on the guidewire. The coil of the catheter unit was broken at the distal tip. The coil was stretched. The burr could not be removed from the guidewire. The burr was microscopically examined and no issues were present. The coil was microscopically examined and found the distal end was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, burr detachment occurred. (B)(6) 2008 - the patient had a 2.5 x 12mm taxus express 2 stent implanted in the distal of proximal lcx. Vascular access was obtained through the right femoral artery. The 75% stenosed, concentric target lesion was approximately 5mm in length and located in the moderately tortuous, severely calcified proximal left circumflex (lcx) artery. The physician advanced a 1.50mm rotalink burr to the lcx over a rotawire guidewire. Atherectomy was performed, for approximately 3 seconds at rotational speed of 200,000 rpms. The burr was advanced further than the intended location and the burr got stuck with the proximal edge of the previously implanted stent. The burr was rotated twice and detached. A guide wire and balloon catheter were advanced alongside the burr, balloon inflation was performed. The detached burr was captured with a snare and removed from the patient. The physician then dilated the lesion with balloon angioplasty and tried to advance a non-bsc stent, but was unable to cross the intended lesion. The procedure was considered complete. No patient complications were reported and the patient status is good.